Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The cause of the determined depleted battery was due to user error. The battery and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "damaged battery ". However, on (B)(4) 2010 the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.